Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the inferior vena cava (ivc). One hundred seconds into thrombectomy, aspiration stopped and a 'check saline supply' error message displayed. The console was reset and thrombectomy was again initiated. After two seconds, aspiration was stopped and another 'check saline supply' error message displayed. The console was reset again and the issue occurred a third time. Thrombectomy was abandoned and the procedure was completed by placing a stent in the ivc. There were no patient complications and the patient condition is fine.